Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the customer comment that the device experienced undersensing. Analysis did note that the display wire insulation was pinched however the wire was not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) experienced undersensing of patient intrinsic rhythm that resulted in r-on-t ventricular arrhythmias. The epg was returned for repair. No patient complications have been reported as a result of this event.